Event description:
It is reported that the patient faced bent cannula issue on 05-mar-2026 which leads to hyperglycemia upto level 400 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.